Manufacturer narrative:
This report is submitted september 20, 2017.

Event description:
Per the clinic, it was reported that the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.